Event description:
It is reported that the packaging stuck together, and was, therefore, hard to open causing the implant to fall out onto the floor.

Manufacturer narrative:
(B)(4). Evaluation summary: the inner cavity peel tab was not folded down and was not sealed into outer cavity flange area. Cause cannot be definitively determined. Evaluation: device history records indicate device manufactured to specification.